Event description:
It was reported that a paclitaxel set had damaged tubing. The set was being primed with normal saline when a cut was observed that separated the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a longitudinal cut 1 cm in length in the tubing below the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the production procedure was updated and awareness training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.